Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During pelvis-pro surgery, the drill was broken inside the pelvic when drilling via a drill sleeve. Since it was difficult to remove from the pelvic, the surgery was finished remaining the broken drill.